Event description:
It was reported that the patient presented for a scheduled generator changed. During the procedure it was noted that the right ventricular lead had an insulation damage. The lead was explanted and replaced. The patient was in stable condition post-procedure.